Event description:
It was reported that the customer experienced low blood glucose levels twice during the night. It was stated that the insulin in the reservoir emptied faster than it was supposed to. It was also stated that the insulin pump squirted out all of the insulin and alarmed during the manual prime. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Unable to prime during the prime test and insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. Cracks to the display window, belt clip slot, reservoir tube lip, a scratched lcd window and missing end cap sticker also noted.